Manufacturer narrative:
Updated fields: d9, h2, h3, annex code g, b, c, and d. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar instrument and failure analysis found the instrument to have a broken grip at the grip base. A piece approximately 12.89mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument has not been returned for failure analysis. A review of an image provided by the customer shows one of the fbf instrument's grips broken off. A review of a video provided by the customer shows a fbf instrument attempting to grasp tissue that is under some tension (being pulled by cadiere forceps). As the fbf instrument grips are fully closing, one of the jaws breaks off and disappears from the field of view at the bottom right corner of the screen. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the jaws of the fenestrated bipolar forceps instrument suddenly burst open when the doctor gently clamped on tissue. Fragments fell on the surface of the tissue. The fragments were retrieved during the same procedure using a laparoscopic instrument. Before the surgery began, the nurse checked that the instruments were intact and free of cracks. A backup force bipolar instrument was used to complete the procedure. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. No instrument collision occurred during the surgery. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
Device evaluation: the initial investigation was confirmed. There was a broken grip tip found on the distal end. There was no additional damage to the components on the distal end. When looking at the breaking point, the fracture looked like a stress fracture.

Event description:
Refer to h11 for follow-up information.